Manufacturer narrative:
H3/h6: the suspect pump was returned for evaluation. Review of the event history log (ehl) showed an " casette not attached propertly ". The device was visually inspected. Functional testing was performed. A defective downstream occlusion (dso) sensor was noted. The allegation made by the complainant was confirmed. The dso sensor was replaced. The device passed all functional testing after repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported the pump repeatedly displays a warning indicating that the cassette is not properly connected and instructs the user to reinsert it, despite the cassette being correctly mounted. Replacing the cassette does not resolve the issue, and the cassette locks securely in place. No visible damage or errors are observed. The cassette sensors spring back when pressed. There was no patient involvement.